Event description:
Pt reported the up button on the infusion device is non-functional. She switched to her backup infusion device, and the alleged infusion device was requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at ths time. If further info is obtained, it will be provided in the supplemental report.